Manufacturer narrative:
The incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that prior to use on a patient, the insulation part was found damaged. A new device was opened to continue. No patient involvement.

Manufacturer narrative:
Additional: correction:evaluation summary: one device was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product did not meet specification as received. Visual inspection found the ptfe insulator to have disengaged form the electrode. The insulator was returned. Eschar was noted inside the ptfe insulator indicating the device had been used. Scratches were noted on the blue shrink sleeve that holds the ptfe insulator in place. The ptfe insulator was also bent at the tip as though it had been grasped and manipulated. The customer reported insulation was damage. The reported condition was confirmed. Visual inspection found the ptfe insulator had disengaged from the electrode. Scratches were noted on the blue shrink sleeve that holds the ptfe insulator in place. The ptfe insulator was also bent at the tip as though it had been grasped and manipulated. The blue heat shrink insulation holds the ptfe insulator in place. Damage to the shrink sleeve can cause the ptfe insulator to disengage. The IFU states, tissue build-up on the tip of an active electrode poses a fire hazard. Keep the electrode blade free of debris. Wipe the electrode often with moist gauze or other material. The IFU cautions: do not exceed maximum power limits as stated in instructions for use. Exceeding these power settings may result in patient injury or product damage. If information is provided in the future, a supplemental report will be issued.